Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism (sleeve head). Electrical testing to determine continuity of the conductor(s) passed. Helix, fully extended, measured .078 within specification. Primary analysis findings: no anomalies found.

Event description:
It was reported, during the implant procedure, there was no capture with the lead. Consequently, this lead was removed from the patient and replaced without incident. No patient complications have been reported as a result of this event.